Event description:
Information was received that stated that a patient had expired and was using the manufacturer's medical device. The reporter who is the decedent's father contacted the manufacturer on 11/13/2008 due to having received an invoice. The reporter call stated that the patient had passed away in 2008. Per the reporter, the patient had dinner with friends about two days prior to death. She failed to report for work in the next day, and two of her co-workers went to her home, and found her expired. The cause of death per the autopsy was hypoglycemia. Reportedly, the device was lost sometime between the discovery of the body and the autopsy. The reporter has done due diligence in trying to locate the device as he wanted it evaluated, but to date has not been able to locate it. The reporter did not know the device model number or serial number. There was no information given to indicate that the device did or did not cause or contribute to the reported death.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.